Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asbts0143 showed one other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the internal inspection, one device unit was with an unidentified colorless material blocking the infusion tube. The device was not used on patient.

Event description:
It was reported that during the internal inspection, one device unit was with an unidentified colorless material blocking the infusion tube. The device was not used on patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of material within the extension set tube is confirmed as supplier related. One 20 ga x 1 in miniloc safety infusion set was returned for investigation. The protective sheath was present over the needle. The safety mechanism was not activated. Fluid was observed within the tubing. The fluid observed within the tubing is likely to be silicone oil used in the manufacturing process. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. A non-complainant wire was passed through the extension tubing and no obstructions were observed. The fluid observed within the extension tubing appeared to correspond to the material described in the event description and is likely silicone oil; therefore, the complaint is confirmed. The supplier has been notified of this event.a lot history review (lhr) of asbts0143 showed one other similar product complaint(s) from this lot number.